Event description:
Information received by medtronic indicated that the customer has reported a connection issue with the carelink connect app and mobile device. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the application and the product will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
"Complaint summary: helpline support team reported that the carepartner was unable to follow the patient profile from mobile device. Investigation/testing summary: we were unable to conduct a thorough investigation due to lack of information and do any testing due that was necessary to perform a comprehensive analysis. Without access to the required data, we are unable to provide a complete investigation on the issue. For further assistance , we requested the below information from helpline team, -- requested user to confirm if this issue is with the carelink connect app and to provide screenshot of the issue user is facing. --we do see 2 of the care partners linked to the patient , requested user to provide the care partner username for whom we are facing the issue the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the most likely root cause could be assumed that the user might have used wrong login credentials. Analysis summary: we do see that the patient profile has 2 care partners being linked to it. Requested user to provide more information on which care partner username they are trying to link which causing this issue .despite of multiple follow ups , we were unable to obtain response from the helpline support team. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.